Manufacturer narrative:
The reported event of low right ventricular (rv) pacing lead impedance (pli), rv lead noise and intermittent capture was confirmed thorough electrocardiogram (egm) but could not be replicated in the laboratory. The oversensed signal on the ventricular channel was consistent with ventricular lead noise in morphology and duration. Note the rv lead was a non abbott lead. Additionally, the low rv pli and intermittent rv capture suggest these anomalies are not implantable cardioverter defibrillator (ICD) related. Functional test results indicated normal ICD behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the ICD were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2021-15854. It was reported that patient presented for follow up in clinic. It was noted that the competitor right ventricular lead exhibited low pacing impedance, intermittent capture, noise and high pacing threshold. As the physician was not convinced that the issues were caused by the right ventricular lead only, the implantable cardioverter defibrillator was also explanted and replaced. In addition, the atrial lead was also explanted and replaced, as it was sub-pectoral and the physician worried that it would exhibit the same issues in the future. The patient was stable during and after the procedure.